Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker connector was unable to accept the lead. The pacemaker was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to connect was confirmed. The device was above elective replacement indicator (eri) upon receipt. Final analysis found that the atrial set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.